Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.

Manufacturer narrative:
The monitor was manufactured 14 may 2008 and review of the device history record supports that there were no non-conformance noted for any reason. Examination of the returned monitor was unable to associate the customer's experience as related to any failure of the monitor. Both the monitor ((B)(4)) and cable ((B)(4)) were evaluated. The returned suspect monitor was evaluated and no functional fault was identified, as the monitor performed as expected. All functional checks as well as a burn-in procedure, electrical safety test and fatu test succeeded without any faults. The monitor can reasonably be exempted as a contributor to the reported event. See MDR 2015691-2014-01141 for the associated cable report - the returned suspect cable was evaluated per edwards standard operating procedure(s). While the customer's complaint was unable to be replicated, during examination broken wires were detected and attributed as the root cause of the failure. The broken wires resulted in the flotrac sensor failing to be recognized by the vigileo monitor and no cardiac index values are displayed when the depicted conditions occur. There was no indication or evidence to suggest that the broken wires were the result of any manufacturing defect, but rather, consistent with wear and tear. It is possible that the source of the skipping values the customer described may have been the result of loose cable connections prior to the broken wires occurring. The cable will be scrapped and no further actions will be pursued at this time.

Event description:
It was reported that the cardiac index (ci) values shown on the vigileo monitor were incorrect. The values skipped between two (2) and seven (7) times, ¿up and down.' No patient compromise was reported as a result of this event. Unfortunately, the reported event was communicated via a nurse who did not witness the event first-hand and was therefore unable to provide further details. Additional information has been requested; however, a response to the request for additional information was not received yet, at the time of this report.